Event description:
No adverse event [no adverse event]. Brush head doesn't stay on and it has fallen off in mouth - oral-b [device breakage]. Case narrative: 48-year-old male consumer via phone stated that the oral-b toothbrush head did not stay on the oral-b "smart series" toothbrush and it fell off in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.